Manufacturer narrative:
(B)(4). Results of investigation: the carefusion field service representative (fsr) went onsite to evaluate the suspect device. The fsr reported that the customer's biomedical department was testing the device for 3 days with their own circuit, flow sensor, and diaphragm with no alarms or errors occurring. The fsr connected his equipment and tested the device. The device operated with no alarms or errors. The operational verification procedure (ovp) was completed and the device passed all testing to manufacturer specifications. No failures were detected with the device and the customer's reported issue could not be duplicated.

Event description:
The customer reported that their vela ventilator shut down during use with a patient. The customer reported that there was no patient harm and the patient was transferred to a back up device. The following events were recorded in the event log: motor faults, ac power alarm, and vent inop.